Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon informed the rep that due to some oozing on the staple line of a sleeve gastrectomy he tried to put clips and the device was scissoring clips. The surgeon stated that 75% of the clips were scissored. The surgeon said he made do with what he had and he thinks he bovied it. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were er420 device and bovie sufficient to control oozing during case? Yes.